Event description:
It was reported that: "(B)(6) 2025, the doctor found white balloon cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
Qn# (B)(4). From the video attached it was confirmed the defect reported by the customer "leak - balloon cuff". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. DHR investigation did not show issues related to complaint. Failure mode "leak - balloon cuff" could be confirmed with video attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.